Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a temperature alarm occurred while the battery was charging. The issue persisted and the customer was unable to clear the alarms. Customer is using the pump for insulin therapy. Customer¿s blood glucose was 70 mg/dl.